Event description:
It was reported that the patient had a bipolar hip hemiarthroplasty in 2008. In the time since then, the patient experienced increased groin pain in the hip region and the surgeon decided to convert the hemiarthroplasty hip to a total hip. All implants were removed.

Manufacturer narrative:
Investigation pending. No additional information available at this time.